Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The patient's son stated that the patient received questionable results for a total of 4 measurements performed on the patient with coaguchek xs meter serial number (B)(4). The measurements were different on the meter when compared to measurements performed with the siemens inovin laboratory method. Comparison measurements were performed with samples that were collected within 10 to 12 minutes of each other. Of the four results from the coaguchek xs meter, one was erroneous. A venous blood sample from the patient was measured with the siemens inovin test method, resulting as 4.0 inr. A capillary blood sample was also measured on the meter, resulting as 2.7 inr. The patient's hematocrit on (B)(6) 2017 was 43.0 %. The patient's therapeutic range is 2.5 - 3.0 inr. The patient was not adversely affected. The patient's medication has not changed. The patient does not take heparin or antibiotics. The patient's product was requested for investigation. Relevant retention test strips (lot 206465) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80) at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter and test strips were returned for investigation. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 206465) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results -- donor #1: master lot with reference meter - 2.2 inr. Customer strips with customer meter - 2.3 inr, 2.3 inr. Donor #2: master lot with reference meter - 2.1 inr. Customer strips with customer meter - 2.1 inr . The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and the retention material are within specifications.